Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The blood leak occurred halfway through treatment. The leak was visually observed and the machine alarmed. Test strips were used to confirm the blood leak at the arterial connector of the dialyzer and the drain. Estimated blood loss was 250 ml's. There were no pt ill effects. Sample is available.